Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for the provided lot number, 9186092. The review did not reveal any detected quality issues during the production process that could have contributed to the reported incident and all inspections were found to be within specification. To further investigate this issue, three physical samples and picture samples were provided for evaluation by our quality engineer team. The samples were functionally tested and the reported defect could not be replicated or observed. It is important to follow the instructions for use when using the connecta product and to check that the plugs are tight before use. At this time, a manufacturing related cause cannot be determined for the reported incident. Our quality team will continue to monitor the production process for potential defects and emerging trends.

Event description:
It was reported that the protection cap comes off easily during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: side cap of connecta gets loosened when nurses are straightening the extension tube. Sometimes the cap gets off too easily, sometimes it gets just loose but causes leakage when starting the infusion. This problem has been going on for some time now.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the protection cap comes off easily during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: side cap of connecta gets loosened when nurses are straightening the extension tube. Sometimes the cap gets off too easily, sometimes it gets just loose but causes leakage when starting the infusion. This problem has been going on for some time now.